Event description:
Attorney advised a 4.0 mm cancellous screw, fully threaded, was implanted in the patient's knee and 'failed' at some point post-op.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.